Manufacturer narrative:
The formatted history file analysis confirmed pump error 53 was due to a software error. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Nurse reported via phone call that the insulin pump alarmed software error repeatedly. It was stated that this is a demo device for the hospital and error happens every time that the bolus wizard settings are changed. Nurse stated that when alarm occurs, the insulin pump re-initializes, active insulin is cleared and customer has to rewind and confirm date and time. It was advised to change the bolus wizard settings during the call and it was confirmed that the alarm and reset occurs. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.